Manufacturer narrative:
Manufacturer's investigation conclusions: analysis of the submitted log files confirmed the reported alarms. The system controller event log file contained approximately 104 minutes of data, spanning from (B)(6) 2019 07:02:26 to (B)(6) 2019 08:46:08, per the timestamp. From 07:02:26 through 07:03:06, elevations in power ranging from 26.934-27.862 w were captured and were associated with motor instability fault flags. The lvad temperature continued to rise, and at 07:03:09, the circuit over temperature lvad fault flag and lvad internal fault flags activated. The motor instability, high current, and circuit over temperature fault flags remained active for over a minute, and at 07:04:12, the flow estimation is invalid fault flag, low speed advisories, and low flow alarms activated. The flow estimation is invalid fault flag, low speed advisories, and low flow alarms cleared at 07:04:15; however, the low flow alarms returned at 07:04:17 and then again 07:04:31. Both series of events lasted for approximately 3 seconds and the system controller recorded the pump speed at 0 rpms during the events. The motor instability, high current, and circuit over temperature fault flags continued, with intermittent low flow alarms, until 07:06:49, where a loss of external power occurred, causing the pump to stop and the system controller to reset. The pump remained stopped until 07:06:55, when a second system controller occurred. Approximately 4 seconds later, the pump ramped up to speed and the pump stop, low flow, and low speed advisory fault flags cleared. Another 4 seconds later, at 07:07:04, the ongoing lvad internal fault alarms cleared and the device operated as expected for the remainder of the log file with no further faults or alarms. Corresponding data was captured in the lvad event log file. The system controller and lvad periodic log files captured the device operating as expected. The decision was made to exchange the patient¿s controller as it did not show the last 6 alarms anymore. Log files from the patient¿s backup system controller, (B)(4), were submitted which captured the device operating as expected. No further unusual events or alarms were captured. The events captured in the system controller log file from system controller serial number (B)(4), appeared to be consistent with rotor instability; however, a specific cause for the events cannot be conclusively determined. A corrective action has been opened to further investigation hm3 rotor instability. The heartmate 3 lvas IFU provides an explanation of all pump parameters. The IFU describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 36 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient was at home and heard noise from the chest and noted speed drops on the system controller. After one minute, a low flow hazard alarm appeared. After 4 minutes, the alarms and the noise coming from the chest disappeared. Echocardiography and lab tests to evaluate for potential thrombus formations found no abnormalities. The system controller log files showed low flow hazard and lvad fault alarms. The system controller "six alarm display" was no longer functioning. The system controller was exchanged. No additional information was provided.